Event description:
During the surgery, foreign material was found in the cement when the cement was being mixed. Whether it was from polymer or monomer is unk. The foreign material is available and the customer requested an investigation on what the material is.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.